Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by missing magnets in the latch assembly component. A field service engineer replaced the latch and reassembled the drawer and the pixie bus cable was reconnected, and the station was restarted. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer 6 was experiencing issues and would not open. The customer reported that the user was unable to remove the medication for the patient due to the malfunction. There were no adverse events or injuries reported based on this event.